Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net transmission revealed the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing (nsrvo) episodes . The patient presented to the clinic on (B)(6) 2018 and nsrvo episodes were also noted which resulted from double counting wide qrs events. The device was reprogrammed. The patient was asymptomatic.